Event description:
It was reported in a service report that when the fowler motor controls were used they also activated the lift motors. This would result in unintended motion. No patient involvement or adverse consequences have been reported.